Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of "skin infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine in the nasolabia, marionette lines, and oral commissures. Patient received (B)(6) cream before injection. About 4 weeks after injection, patient experienced "skin infection". Patient was treated with oral antibiotics, steroids, and topical antibiotic cream. Symptoms ongoing.